Event description:
It was reported that the device and lead shifted, resulting in inappropriate shocks. The ICD was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.